Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to the following field(s): d3, d4, d8, d9, e4, g1, h3, h4 & h10. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that most probable cause is due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject rigid video scope camera picture was fragmental. There was no harm or injury reported.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject rigid video scope camera picture was fragmental. There was no harm or injury reported.